Event description:
It was reported via voluntary medwatch (B)(4) that an angio-seal was deployed in the right femoral arteriotomy. A deep vein thrombus developed within days of deployment. The patient was hospitalized for approximately one week and was prescribed medications, coumadin and lovenox (dosages unknown). The event date was month specific occurring sometime during (B)(4) 2010.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.